Event description:
IV remodulin pt via cadd solis pump. Patient reported being in the hospital and having issues with pump a second time (unknown if pt is admitted). Took several hours last night to get her pump and cassette attached and running again last night. Patient did not specify the issues. Pump return tracking info not available. Photos not provided. Continuous infusion. Set flow rate/volume delivered unknown. Position of pump when issue occurred unknown. Serial number not provided. No additional information was reported. Did the reported product fault occur while in use with the patient? Unknown: did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes, did the patient have a backup device they were able to switch to? Unknown; is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.